Manufacturer narrative:
Intermittent button response noted due to corroded keypad traces. No button error alarm, no ramping number or scroll bar moving on its own noted during testing. No moisture damage on motor or electronic assembly noted during visual inspection. The insulin pump had a missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 91 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.